Event description:
It was reported that the customer passed away. The cause of death was unk at the time of the report. The customer was wearing the insulin pump at the time of death. The customer's father stated that an issue with the infusion set may have caused the event, and he does not want to return the insulin pump at this time. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.